Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0260581 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. Also, each batch history record is reviewed to confirm the following prior to release: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch 0260581 (100 tubes) were available for inspection. No evidence of contamination or turbidity was observed in 100/100 tubes. No photos or returns were received to assist with the investigation. For investigation, a total of ten uninoculated retention tubes were incubated for seven days. Five tubes were placed in the 33 to 37 degree c incubator and five tubes were placed in the 20 to 25 degree c incubator. No microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes at seven days incubation, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. For this product, a false positive would be caused by biological contamination in the media and no microbial growth was observed in the retention samples. The complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml yeast contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reports suspected contamination of tubes it was reported that issue with yeast contaminant."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml yeast contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " ¿ customer problem: customer reports suspected contamination of tubes it was reported that issue with yeast contaminant. "